Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the voltage on ps1 was adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would intermittently not boot requiring a restart. It was reported that the 5 volt battery was out of alignment and could be adjusted. There was no patient present when this issue was identified. No additional information was provided.